Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The event history log review was performed and a high priority alarm 20198 (door blew open when locked) was identified. The sample analysis was performed, and the device was found to meet specifications for the problem. Simulated treatment was performed and confirmed that there were no problems. There was no device malfunction found that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During sample evaluation, it was noted in the event history log review that a high priority alarm 20198 (door blew open when locked) had occurred on the home pd system kaguya. It is unknown if the door was open at the time of the alarm or if the alarm occurred during a therapy session. There was no report of patient injury or medical intervention associated with this event. No additional information is available.